Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error/insufficient information. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated the result was confirmed negative by molecular (pcr testing) and alternate rapid antigen testing. It was reported that the consumer swabbed their nose, mouth, and throat during testing (off-label use). 29 additional consumer events were communicated over an unspecified amount of time which are captured on separate reports.